Manufacturer narrative:
B5: it was reported the transfer set was replaced. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a peritoneal dialysis (pd) transfer set would not disconnect from the solution bag. This occurred after use of the device for pd therapy while trying to disconnect from the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.